Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: (B)(6) 2007 - the pt was brought to the operating room for a sling procedure which was made of a bard flat mesh. Post-operatively the pt had good results initially with no incontinence, but began to notice some discomfort corresponding to the right side of the anterior vaginal wall. The examination revealed that this area of the bard flat mesh sling was eroded. On (B)(6) 2008 - the pt was brought to the operating room for a partial removal of her implanted sling. The surgeon noted that "the sling was excised and folded deeper in lateral to the bladder neck. All the sling material which could be reached was removed. Post-operatively the pt's stress urinary incontinence continued, and she developed a cystocele. On (B)(6) 2009 - the pt underwent a new bard flat mesh sling procedure and cystocele repair. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. A malfunctioning review was performed and found no evidence of a mfg related cause for the alleged event. If additional event and/or eval info is obtained, a f/u MDR will be submitted. See MDR 1213643-2013-00672 for info related to the davol flat mesh implanted on (B)(6) 2007. Note: see medical record review (attached) for additional info based on medical record reivew. (B)(4).